Event description:
It was reported six hrs following a successful stenting procedure in the internal carotid artery (ica) with coils in the cavernous sinus aneurysm, the pt was noted to have an intra-cerebral bleed in the right hemisphere. It was reported that the bleed was "not related to the place of the treated aneurysm".

Manufacturer narrative:
Intra-cerebral bleed. Boston scientific requested add'l procedural details and the following was determined: the pt presented with a non ruptured aneurysm that had been giving him some pain. The pt had no other reported co-morbiditites. The procedure went smoothly without any problems. The stent was placed and the aneurysm coiled without problems. The stent was placed and the aneurysm coiled without problems. The pt woke up ok and the physician spoke with him about 2 hrs following the procedure and the pt was reportedly doing well. There were no pt complications during or immediately following the procedure. The physician did not report having any issues with the devices used during the procedure.